Event description:
Litigation papers allege:patient was implanted with a depuy asr hip implant on his left hip on or about (B)(6), 2010. Patient has experienced aches and pain in his left hip and groin, pain when lying on his left side, pain when walking, a loose feeling in the left hip area, stiffness and difficulty with activities of daily living.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.